Event description:
Device was explanted. No further information is available.

Manufacturer narrative:
The device involved has not yet been retured for investigation. Risk management files were reviewed and no new risks were identified. Rmf 0003 rev 38 line 12.75 - device explanted.

Manufacturer narrative:
Based on the inspection of the retrieved m6-c, the device had failed mechanically at the time of removal, at approximately 8 years post-op. The endplates were in contact with evidence of in vivo polishing that had resulted in endplate fracture. The sheath and core were not provided, and the majority of the fiber construct was not present. Damage to the endplates indicated that the polymeric components were likely heavily damaged in vivo. Without interim radiographs, it was not possible to determine the sequelae of events that contributed to this failure. Further, with no clinical information, histopathology, or microbiology, it is unknown if infection was present and/or contributed to the removal of this device. The build lhr was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The devices met the m6-c product specification including the axial stiffness and flexural resistance specifications. Rmf 0003 rev 38 line 12.75 - device explanted.

Event description:
Device was explanted. No further information is available.